Event description:
Suture sleeve lost via cephalic implant. With use of contrast dye, anchoring sleeve seen in shoulder and removed by snare via right groin. 10/12/00: addtnl info received indicates patient complained of feeling poorly after repl lead (5068) relocated. Echo indicated pericardial effussion. Lead left in place and patient ok.